Manufacturer narrative:
Report confirmed. Evaluation determined that attachment's footed portion was damaged by tool contact. It was also noted that the etching was illegible. On follow-up it was confirmed that there was no patient impact reported. Event date estimated. The user manual contains the following warning "the attachment should not be used if any part of the attachment appears to be bent, loose, missing, or damaged. Excessive pressure or improper handling, such as bending or prying, of the attachment or dissecting tool may cause injury to the patient, operator and/or operating room staff." Our recommendation for factory service is based on the facility's usage; however, it should not exceed 24 months. This device has been in use for 35 months without any record of factory service.

Event description:
Device returned for non-specified repair. No patient impact reported. Repair request escalated to complaint on evaluation due to the attachment's footed damage by tool contact. On follow-up it was noted that the malfunction was identified in the sterile tray. It was confirmed that there was no patient impact reported.